Manufacturer narrative:
The device was not returned and the serial number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump upgraded its drug library when administering "continuous infusion (civ) of cytarabine (ara-c)(dose, programmed amount and delivery rate unknown)." Bag assessed for rate/drug confirmation at beginning of shift, infusing as ordered, and paused pump to draw labs. Pump immediately started to alarm, and message window popped up that pump had just performed drug library update and all data lost. No additional information is available.